Event description:
Although not indicated for use in a bypass graft, a 3.0mm diameter by 12mm length s670 rapid exchange stent delivery system was inserted for treatment of a lesion in a saphenous vein graft to the obtuse marginal artery. The lesion was predilated with a 2.5mm angioplasty balloon prior to the insertion of the stent delivery system. It was not possible for the stent to cross the target lesion, therefore, the stent delivery system was pulled back from the saphenous vein graft. Upon removal, the stent dislodged from the stent delivery system when it was pulled into the guide catheter. An angioplasty balloon was inserted in attempts to retrieve the stent, however it was unable to pull the stent into the sheath. Therefore, a snare device was inserted to retrieve the stent, however, the stent moved down the patient's leg during the attempted retrieval. The stent remains in the patient's leg. There was no additional clinical sequelae reported related to the event. The physician did not follow the instructions for removal of an undeployed stent when the delivery system was pulled into the guide catheter while it was engaged in the coronary artery.